Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Visual examination of the returned components revealed that the pull wire contained the detached portion of the peg tube loop. A detached peg tube was also returned. The distal tip contained the remains of the detached portion of the peg tube loop. The detached end of the peg tube appeared to be consistent with excessive force from pulling. It was found during the investigation of the returned components that the loop wire of the peg tube broke and the feeding tube was detached. It is most likely that operational factors, such as user technique/handling, patient anatomy, and the size of the incision site that the tube was being pulled through, contributed to the detached peg tube. Dfu was reviewed and based on all gathered information, the probable cause selected is failure to follow instructions, which indicates that problems were traced to the user not following the manufacturer's instructions. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was returned in a biohazard bag with label. There is no further information available regarding this event. This event has been deemed reportable based on the investigation results; broken loop wire at the end of the peg tube and detached peg tube.